Manufacturer narrative:
The suspect pump was returned for evaluation. The device event log and alarm history were reviewed, and system fault 41786 was identified. A review of the previous 12 months of service history was performed; however, no relevant findings were identified. Visual inspection and functional testing were conducted. The customer's allegation was confirmed during the power-up test. Additionally, internal visual inspection revealed corrosion on the chassis, battery compartment, internal housing, and pwa board. Although the reported issue was confirmed, the definitive root cause could not be determined; therefore, the probable cause was classified as unknown. Upon further investigation, found dso seal delaminated, uso seal delaminated, and lens damaged (scratches).

Event description:
It was found during investigation of a returned pump that the system fault 41786 error in the even log history. This error code triggers a high-priority alarm and could potentially interrupt therapy. There was no patient involvement or harm.